Event description:
On (B)(6) 2013, a maquet service technician from maquet (B)(4) reported that cardiohelp-I unit (B)(4) was switched to battery, the display remained black and the cardiohelp started. The unit was connected to ac power and display illuminated. The unit's batteries were approximately 50% charged. Using the original batteries in the cardiohelp after externally charging them, the display black issue reoccurred when starting the unit on dc battery power. The device was being prepared for storage and not in use on a patient. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was repaired in (B)(6) and the sensor panel with the defective capacitor was retrofitted with a new sensor panel (B)(4).